Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Occupation: reliability laboratory technician; MFR name - st jude medical (B)(4); code failure (ev ent) observed during analysis. The returned lead was cut into two pieces. Analysis found internal abrasions between 11.0cm to 15.5cm and 23cm to 25.5cm from the distal tip. One of the re cables was melted due to electrocautery. Etfe coating was intact at t the same locations. Other text : na.